Event description:
It was reported that during a vascular procedure, the clips were not clipping properly. A second device was opened and the same thing occurred. A reusable device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/13/2008. Info anticipated, but unavailable at this time.